Event description:
This is 1 of 3 reports linked to mfg report numbers: 3013886523-2023-00350. 3013886523-2023-00351. A physician reported that during surgery, cerebrospinal fluid flow was confirmed when the ventricular catheter was inserted. However, no cerebrospinal fluid flow was observed after the certas valve (828800), bactiseal peritoneal catheter (823074), and bactiseal ventricular catheter (823073) were connected. The procedure was completed with a replacement product available. No adverse consequences to the patient were observed and the event led to more than 30 minutes surgical delay.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d1, d2a, d4, d9, g3, g6, h2, h3, h4, h6, h10. The certas valve (ID 828820) was returned for evaluation. Device history record (DHR) - product code 82-8820 with lot 4951887, conformed to the specifications when released. Failure analysis - the position of the cam when valve was received was at setting 4. The valve was visually inspected; no defects were noted. The valve passed the test for programming, occlusion, reflux and pressure. The valve was leak tested; no leaks noted. Root cause analysis ¿ no root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. However, a possible root cause for the issue reported by the customer could be due to bad position or alignment of patient for adequate placement of valve. As noted in the investigation report, no flow issues were noted with the valve.